Event description:
Customer alleged that right in center where the crossbars meet is bent. Replacement #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the chair allegedly bent in the middle where the cross bars meet. A replacement unit has been sent on warranty order (B)(4). No injury alleged.